Event description:
It was reported that the motor device was not working. It was not reported that the malfunction occurred during surgery. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported that there was patient or user injury. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device. An assessment was performed and the device was found to have damaged hose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.